Event description:
It was reported that after a gastric sleeve procedure on (B)(6) 2013, the patient had an upper gi on (B)(6) 2013 and no leak was found. The patient later developed a high fever, vomiting, and was brought back to hospital on (B)(6) 2013. A reoperation was performed (date unknown) and surgeon reported a leak on the staple line. The rep has no additional details regarding how patient was treated during readmission to hospital and no additional information regarding how surgeon completed re-operation. Devices were discarded at the time of the original procedure. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The patient presented with vomiting and it was determined that a reoperation was required. There were no issues in initial procedure. A green cartridge along with strips were used at the site of the bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).